Event description:
The customer reported the system displayed an error message and failed to produce fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.